Event description:
It was reported that during insertion of the iab, the balloon began to unwrap prematurely. Since the iab could not be inserted, it was removed and replaced. There were no pt complications.